Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the scope socket was broken due to the user connecting the scope with force leading to loosening of the scope connection and leakage of air. This issue is addressed in the instructions for use (IFU): "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.".

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a failed scope socket was found, resulting in air leaking from the connector.

Event description:
A user facility reported to olympus that the scope was loose upon connecting to the olympus, clv-190 light source and air was leaking around the seal. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.